Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the (B)(6), stating that the console displayed e2 and e8 errors. It is known that this event did not occur during surgery. However, it is unknown if there was user or pt injury or medical intervention. No additional info available.